Event description:
The complaint received states that during use the ultipaq cerecyte microcoil 3 mm x 8 cm (cfs10030830 / f64169) had resistance/friction with the microcatheter and was severely damaged when removed from the patient. The coil would not track through the micro catheter hub. The coil was then successfully completely removed and set aside for return to micrus. 2 additional coils were then successfully implanted. The mc was not able to be saved for return. There is no report of injury for the patient.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the ultipaq cerecyte microcoil 3 mm x 8 cm (cfs10030830 / f64169) had resistance/friction with the microcatheter and was severely damaged when removed from the patient. The coil would not track through the micro catheter hub. The coil was then successfully completely removed and set aside for return to micrus. 2 additional coils were then successfully implanted. The mc was not able to be saved for return. There is no report of injury for the patient. The coil was returned severely damaged. The evidence strongly suggests that the root cause of the coil unable to track through the microcatheter was due to interference. This interference may have occurred at the hub to microcatheter junction. The exact source and location of this interference cannot be determined. In addition; without the return of the sl-10 microcatheter and the hemostatic valve used in the procedure; it cannot be determined if these components contributed to the complaint event. It was stated that the complaint event may have occurred at the microcatheter¿s hub. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿loosen the main valve of the rhv attached to the infusion microcatheter hub.gently insert the introducer tip into the rhv until it can go no further and is in close alignment with the hub of the infusion microcatheter. (There may be a small space; as shown in figure 4; between the tip and hub depending on the type of microcatheter used.) Gently tighten the rhv main valve around the introducer sheath to prevent back flow of blood. Visually inspect the alignment of the introducer tip and the microcatheter hub to ensure they have not slipped apart. Caution: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally; if the introducer tip and microcatheter hub are misaligned; damage may occur to the microcoil as it passes through this transition.¿ the complaint was confirmed on analysis. One hundred (100) % inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the confirmed event.